Event description:
Boston scientific received information that the patient went to the emergency room due to complaints of dizziness. Upon interrogation variations in pace impedance measurements from 500 to 1,300 ohms were observed on the device and another manufacturer's right ventricular (rv) lead. Since all other measurements were stable and there were no changes to the impedance measurements with isometrics, isotonics or pocket manipulation, the patient was given a remote home monitor and no changes were made to the system. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted due to an anomaly reported on report 2124215-2018-04936 and returned for analysis.